Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms noted.

Event description:
It was reported that the insulin pump alarmed excessively no delivery and the customer was hospitalized. The blood glucose reading at time of call was 486mg/dl. Troubleshooting was declined as the mother requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.